Event description:
It was reported that approximately 11 months prior the right ventricular (rv) lead's superior vena cava (svc) impedance had spiked up to high/undefined and has been sitting there ever since. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.